Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The head was disassociated from the device and had scratches along its surface. The outer liner lock ring and support ring were disassociated; however, the lock ring was deformed. The outer liner was also heavily damaged likely due to extraction. The device shows signs of prolonged use. A dimensional inspection was attempted, but the device was too damaged from the extraction to obtain accurate measurements. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2021, the patient experienced a dislocation of the head from the constrained liner. This adverse event was treated by an intervention on (B)(6) 2021. Current health status of patient is unknown.